Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 03.614.035; synthes lot # h686587-21; supplier lot # h686587-21; release to warehouse date: october 15, 2018. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 2nm torque limiting handle - qk coupling was received showing visual defects on the etch that would contribute to the complaint condition. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of illegible etch was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: a dimensional inspection was not performed as the internal components cannot be accessed without the use of destructive testing. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. A functional torque test was not performed as the returned device was found to have a hard to read etch. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during an evaluation at service and repair it was found out that the torque limiting handle quick coupling part failed torque test and etch illegible. No patient involvement. This report is for one (1) 2nm torque limiting handle - qk coupling. This is report 1 of 1 for complaint pc-001007861.